Manufacturer narrative:
Concomitant medical products: cd1411-36c ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance, oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.